Manufacturer narrative:
Technical services provided the reagent safety data sheet to the customer. According to the package insert in195150c v. 3.0: precautions: 20. The reagent solution contains a harmful chemical (see table below). If the solution contacts the skin or eye, flush with copious amounts of water. If irritation persists, seek medical advice: https://www.poison.org/ contact-us or 1-800-222-1222.

Event description:
The consumer reported on liquid reagent inserted with swab into nostril with binaxnow covid 19 antigen self-test on (B)(6) 2022.the customer stated that she inserted the swab with the liquid reagent into her both nostrils. The consumer did not take any remedial action, due to the fact that it was not required, just a weird taste in mouth afterwards. No additional patient information, including treatment and outcome, was provided.